Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had received a low battery flag. The sjm rep met with the pt and cleared the flag. The parameters were analyzed and it was determined the issue could not passivation.